Event description:
The spring on the instrument is broken. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The investigation of the provided lamina spreader has shown that the spring had indeed been broken. It is suggested, an excessive mechanical force on the spring led to the breakage of the spring. The exact reason for the damage as the spring is undetermined. Further examination of the production and material documentation has shown no deviations to the specifications. No product fault was identified.